Event description:
This unsolicited case from united states was received on 26-dec-2017 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later on the same day used a walker after injection to "get around"/ could not walk without assistance/ could hardly walk, had increased pain/pain and swelling/both of my knees blew up like ballons. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The medical history was significant for pain (pain level 1-2 on scale of 1-10 prior to injection) and diabetes. Concurrent conditions included: high blood pressure, bph, high cholesterol and gerd. The patient had past treatment with synvisc injections (with no symptoms). The patient did not use any prosthetic device. The patient had no concomitant treatment with immunosuppressant. The patient had no allergy to avian proteins, feathers, or egg products. Concomitant medications included: lidocaine, fluticasone, lisinopril, loratadine, metformin hydrochloride (metformin), omeprazole, finasteride (proscar), tamsulosin hydrochloride (tamsulosin), simvastatin, acetylsalicylic acid (aspirin). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/lot number: 7rsl021 and expiry date: 31-may-2020) into both the knees. It was reported that lidocaine was injected at the same time as synvisc one. It was reported that the patient did not engage in activities such as jogging or tennis soon after the injection. The patient did not receive any other injection prior to treatment with synvisc one. The same day, almost immediately the patient had increased pain, swelling and used a walker after injection to "get around". It was reported that the pain was 8-9 on scale of 1-10 after injection. The patient treated pain and swelling at home with ice. There was no fever. On an unknown date in (B)(6) 2017, (4 to 5 days after injection), the patient recovered from all the events without sequelae. The patient's overall health was good. Patient reported that within few hours of receiving injection patient's knee blew up like balloons and patient could not walk without assistance. Corrective treatment: ice for increased pain/pain and swelling; walker for used a walker after injection to "get around" outcome: recovered for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented." Seriousness criteria: disability for device malfunction and used a walker after injection to "get around"/could not walk without assistance/ could hardly walk. Additional information was received on 12-jan-2018 from the patient. Events of swelling was updated to swelling/both of my knees blew up like ballons and event of used a walker after injection to "get around" was updated to used a walker after injection to "get around"/could not walk without assistance. Medical history and concomitant medications added. Clinical course was updated and text amended accordingly. Additional information was received on 24-jan-2018 from the patient. Event of used a walker after injection to "get around"/could not walk without assistance was updated to used a walker after injection to "get around"/could not walk without assistance/ could hardly walk. Seriousness criteria for the event of device malfunction was updated from important medical event to disability. Pharmacovigilance comment: sanofi company comment for follow up dated 24-jan-2018. The follow received does not change the previous assessment of the case. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 26-dec-2017 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later on the same day used a walker after injection to "get around", had increased pain/pain and swelling. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The medical history was significant for pain (pain level 1-2 on scale of 1-10 prior to injection). The patient had past treatment with synvisc injections (with no symptoms). The patient did not use any prosthetic device. The patient had no concomitant treatment with immunosuppressant. The patient had no allergy to avian proteins, feathers, or egg products. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/lot number: 7rsl021 and expiry date: unknown) into both the knees. It was reported that lidocaine was injected at the same time as synvisc one. It was reported that the patient did not engage in activities such as jogging or tennis soon after the injection. The patient did not receive any other injection prior to treatment with synvisc one. The same day, almost immediately the patient had increased pain, swelling and used a walker after injection to "get around". It was reported that the pain was 8-9 on scale of 1-10 after injection. The patient treated pain and swelling at home with ice. There was no fever. On an unknown date in (B)(6) 2017, (4 to 5 days after injection), the patient recovered from all the events without sequelae. The patient's overall health was good. Corrective treatment: ice for increased pain/pain and swelling; walker for used a walker after injection to "get around." Outcome: recovered for all the events: an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented." Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 29-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 26-dec-2017 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later on the same day used a walker after injection to "get around"/ could not walk without assistance, had increased pain/ pain and swelling/both of my knees blew up like ballons. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The medical history was significant for pain (pain level 1-2 on scale of 1-10 prior to injection) and diabetes. Concurrent conditions included: high blood pressure, bph, high cholesterol and gerd. The patient had past treatment with synvisc injections (with no symptoms). The patient did not use any prosthetic device. The patient had no concomitant treatment with immunosuppressant. The patient had no allergy to avian proteins, feathers, or egg products. Concomitant medications included: lidocaine, fluticasone, lisinopril, loratadine, metformin hydrochloride (metformin), omeprazole, finasteride (proscar), tamsulosin hydrochloride (tamsulosin), simvastatin, acetylsalicylic acid (aspirin) on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for osteoarthritis (batch/lot number: 7rsl021 and expiry date: unknown) into both the knees. It was reported that lidocaine was injected at the same time as synvisc one. It was reported that the patient did not engage in activities such as jogging or tennis soon after the injection. The patient did not receive any other injection prior to treatment with synvisc one. The same day, almost immediately the patient had increased pain, swelling and used a walker after injection to "get around". It was reported that the pain was 8-9 on scale of 1-10 after injection. The patient treated pain and swelling at home with ice. There was no fever. On an unknown date in (B)(6) 2017, (4 to 5 days after injection), the patient recovered from all the events without sequelae. The patient's overall health was good. Patient reported that within few hours of receiving injection patient's knee blew up like balloons and patient could not walk without assistance. Corrective treatment: ice for increased pain/pain and swelling; walker for used a walker after injection to "get around" outcome: recovered for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented." Seriousness criteria: important medical event for device malfunction. Additional information was received on 12-jan-2018 from the patient. Events of swelling was updated to swelling/both of my knees blew up like ballons and event of used a walker after injection to "get around" was updated to used a walker after injection to "get around"/could not walk without assistance. Medical history and concomitant medications added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 12 - jan - 18. The follow received does not change the previous assessment of the case.: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.